Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine generator change-out, externalized conductors were observed via fluoroscopy. The lead was electrically normal. The physician elected to continue to use the lead with the new device. The patient will continue to be followed normally.